Event description:
During transcatheter aortic valve replacement, balloon-stent valve alignment failed despite four attempts to deploy. During withdraw of the faulty device, avulsion of the left iliac artery occurred. Patient died from complications the following day.